Event description:
(B)(4) study. It was reported that following a coronary stenting treatment procedure, side branch event occurred. In (B)(6) 2013 the subject presented with stable angina (ccs classification 1) and the subject was referred for cardiac catheterization. Target lesion #1 was located in the mid rca with 80% stenosis, a length of 8 mm, and reference vessel diameter of 4.0 mm. Target lesion #1 was treated with pre-dilatation and placement of a 4 x 12 mm study stent. Following post dilatation residual stenosis was 0%. Baseline core lab angiography result revealed 10% side branch stenosis at acute marginal. Post procedure angiography revealed 75% 'branch percent stenosis' in acute marginal. The subject was discharged the following day on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).